Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts) and located the leak around the 10 psi regulator and the waste exit sump. The customer reseated the quick disconnect fittings to the psi regulator and the waste exit sump. Customer determined that the instrument was functional and no further leaks were detected.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydro compartment in the unicel dxc 600 pro synchron chemistry analyzer was leaking. No injury or operator exposure was reported for this event.